Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. The lesion was approximately 2mm long. Access was gained from the right femoral artery. The spcb flextome mr cutting balloon was inflated one time to unknown atms. When withdrawing the device through the 6fr non bsc introducer sheath resistance was encountered. During the removal of the spcb flextome cutting balloon from the sheath, the shaft of the catheter broke. The distal portion of the catheter was removed from the sheath. There was no patient consequence due to this, and the procedure had been successfully completed with this device. Patient status was reported as 'good'.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)